Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance which led to a polarity switch to unipolar. The lead was left in unipolar and there was some myopotential noise noted. Reprogramming is planned and the lead remains in use. No patient complications have been reported as a result of this event.